Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study name: ailliance. It was reported that there was loosening of the right l4 screw causing back soreness. Interventions/diagnostic tests: x-ray done on (B)(6) 2025 showed adequate spinal alignment and instrumentation noted l4/l5 with loosening screw at right l4. Investigator assessment: probable related to study procedure (index surgery) and not related to the medtronic cst device. Sponsor assessment: causal relationship to the study procedure (index surgery) and not probable related to the medtronic cst device. Outcome: recovering/resolving date when the ae started was (B)(6) 2025.

Manufacturer narrative:
H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.